Event description:
Patient was undergoing radiofrequency ablation. During attempts to manipulate the lasso catheter into the left inferior pulmonary vein, it became snared in the anterior leaflet from the mitral valve. Using fluoroscopically as well as intracardiac echo, it appeared that the very distal portion of the catheter (with a ball-like structure), was ensnared either on a chordae or anterior mitral valve leaflet. Gentle traction would not free up the catheter. Rotation and forward pressure toward the ventricle was to no avail. A transesophageal echo probe was placed. The catheter was visualized. Counter-traction with a sheath was to no avail. Additional attempts at rotation, forward and backward pressure, as well as counter-traction with a sheath were to no avail. The ablation catheter was placed at the junction point of the ensnared catheter in the mitral valve and a 15-20 second rf pulse was delivered with counter-traction using the sheath. The catheter retracted into the sheath. Fluoroscopic inspection of the lasso catheter within the sheath suggested some extrusion of the lad and there was concern that part of the lead may have sheared off. Ablation was aborted.